Manufacturer narrative:
Suspect device is the coaguchek test strips, catalog # 3116247, lot # 443a, exp date 04/30/2008.

Event description:
Coagucheck test system: meter, strip lot 443a, 04/30/2008. Pt reportedly tested 6.3 inr on the coaguchek and 4.04 inr on a comparison lab. No action was taken based on device results as comparison was performed during a correlation study. No adverse event reported. Requested return of suspect device and replacement was sent. Comparison performed at a medical facility.